Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon review of the peritoneal dialysis (pd) patient's medical records received, it was discovered the patient was previously treated in-clinic on (B)(6) 2013 for an episode of peritonitis. The clinic manager stated the infection was attributed to touch contamination, where the patient did not practice aseptic technique during treatment. Per clinic manager there were no reported fluid leaks during treatment prior to infection. The patient was treated with vancomycin 1000mg. Medical records were requested.